Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an acessa procedure on (B)(6) 2025, the procedure went well and as the physician was finishing and was exiting laparoscopically, upon removing the device from the patient, the handpiece was still hot and slipped from the physician´s hand and damaged a small part of the sigmoid colon. An injury was reported at this point. A gastro internal specialist was brought in to evaluate the patient. No information was provided at this point on what intervention was provided.